Manufacturer narrative:
Philips service replaced the nc module and restored the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(6)).

Event description:
It was reported to philips that the system was unable to make exposure due to nc module failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.